Event description:
The customer reported the unit was intermittently turning on and off.

Manufacturer narrative:
The customer reported the unit was intermittently turning on and off. A philips field service engineer evaluated the device and confirmed the failure. Replacing the battery pca resolved the issue.